Event description:
It was reported, the pt is experiencing a continual headache which is caused by a sensation located at her neck scar. The pt's scs lead is located at c2-c3. The pt is consulting with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.